Event description:
Clinical Narrative:An Impella 5.5 device was inserted into the right axillary/subclavian artery in a 72-year-old female patient presenting in heart failure/cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) D shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support.On day one of support, while the patient was in the intensive care unit (ICU), there was bleeding/oozing around the suture hub.After 22 days of support, the family withdrew care and the patient expired. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-8 at 4.9L/min as intended with D5W Sodium Bicarbonate in the purge solution. The Impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in heart failure/cardiomyopathy, complicated by Stage D shock, and dependent on high-dose vasopressor support.

Manufacturer narrative:
Updated information:B1 selected Adverse Event, B2 selected Death.Date of Death is unknown.B5 clinical narrative updated.H1 changed to Death.H6 Impact code added F02.

Event description:
THE COMPLAINANT REPORTED BLEEDING/OOZING AROUND IMPELLA 5.5 SUTURE HUB. THE BLEEDING RESOLVED AFTER APPLYING A LIGHT PRESSURE DRESSING.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.